Manufacturer narrative:
Updated fields: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could be determined as the device was not returned for evaluation. From the available information, it is likely the reported issue occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the resection electrode loop broke when resecting the prostate tissue for the third time. The issue was found during a therapeutic resection of the prostate. The procedure was completed with another electrode and there was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.